Event description:
Information received indicates the bed's head section brake is not holding. Foot end brake is working.

Manufacturer narrative:
The technician found the caster was worn. He replaced the brake caster to repair the bed.